Manufacturer narrative:
The user facility report # (B)(4) was received from the intermacs registry. The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). An intermacs registry report was received which indicated that the pt's lactate dehydrogenase (ldh) was rising. The pt was started on persantine and on integrilin gtt. Suspected thrombus with hemolysis.